Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062918. The device involved in the event was not returned and was discarded; therefore, a return sample evaluation is unable to be performed. Duodenal ulcer is a known complication of a j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2021, the patient was hospitalized for a routine peg-j replacement. During the procedure, the presence of decubitus and ulcer was discovered in the duodenal area, near the pigtail of j-tube. The gastroenterologist removed the peg and peg-j during the procedure, did not replace the system, and will reevaluate the site in eight weeks.